Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: pca called this rn into room with note of lipids leaking on floor. Upon opening channel to pump there was a leak in the tubing and med was infusing on to the floor. Lipids disconnected. Leaking noted from tubing segment that in loaded within the pump. What they are being treated for: necrotizing enterocolitis.

Event description:
Samples received.

Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team. The set was leaking from the pump portion that is inserted into IV pump from a pinhole. This verified the customer's complaint. The pinhole was analyzed under microscope and after contacting the manufacturer- the issue was not due to manufacturing error. The root cause for this instance remains unknown but the recommendation if this persists is to contact bd clinical personnel because the pinhole failure has been seen in the past as a result of improper pump loading techniques. A device history record review for model 2420-0007 lot number 23035066 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 03mar2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.